Manufacturer narrative:
D2b - pro code (product code): lit, dqy. B5 - updated describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0mm x 40mm x 75cm athletis balloon dilatation catheter was advanced. However, during the procedure, the balloon burst inside patient. The procedure was completed with another of the same device. No patient complications reported and the patient condition was stable. It was further reported that the target lesion was 100% stenosed and was mildly tortuous and severely calcified. The balloon was inflated twice before it ruptured and no fragments were left inside the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0mm x 40mm x 75cm athletis balloon dilatation catheter was advanced. However, during the procedure, the balloon burst inside patient. The procedure was completed with another of the same device. No patient complications reported and the patient condition was stable.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy.